Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and a sling, monarc and apogee were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, cystocele, rectocele and enterocele. The patient underwent mesh removal/revision on (B)(6) 2007.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted . See also medwatch 2210968-2013-01847. The same patient is represented in each medwatch.